Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Software investigation was completed. This issue was documented in a medtronic software anomaly tracking database.

Event description:
A site representative reported that their imaging system mobile view station (mvs) keyboard touchpad was non-responsive. No further details regarding this issue, or specifically when it occurred, were provided. There was no patient present when this issue was identified.